Event description:
It was reported patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately two years post implantation due to pain and dysfunction with suspected ceramic implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G3: foreign country: germany. Previous report erroneously submitted to void report. Complaint sample was evaluated and the reported event was confirmed. An alloclassic biolox ceramic insert was returned for evaluation. As returned, the device is fractured into eleven pieces. It cannot be determined if all pieces were returned. Xrays were provided and reviewed. Two views of the right hip demonstrate a right total hip arthroplasty with cement fixation of the acetabular cup. Asymmetric position of the femoral head within the acetabular cup suggests polyethylene wear. Hyperdense foci within the joint space adjacent to the acetabular cup suggest possible polyethylene liner fracture. Right hip acetabular inclination angle of 45degrees. No contributing factors were noted. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a UK MFR number.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under a UK MFR number.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d10; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. An alloclassic biolox ceramic insert was returned for evaluation. As returned, the device is fractured into eleven pieces. It cannot be determined if all pieces were returned. Xrays were provided and reviewed by an hcp. Two views of the right hip demonstrate a right total hip arthroplasty with cement fixation of the acetabular cup. Asymmetric position of the femoral head within the acetabular cup suggests polyethylene wear. Hyperdense foci within the joint space adjacent to the acetabular cup suggest possible polyethylene liner fracture. Right hip acetabular inclination angle of 45degrees. No contributing factors were noted. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Review of the device by ceramtec, the ceramic insert cannot be completely reconstructed from the delivered fragments. Metal transfer of erratic appearance can be located on the outer surface, on the inner sphere and on the fracture surfaces of the insert indicating insufficient or misaligned fixation of the inserting the metal cup. It cannot be determined whether this metal transfer occurred prior to or after the primary fracture event. Furthermore, intensive metal transfer can be located on the rim of the insert. This metal transfer indicates impingement between the metal stem and the ceramic insert. However, it cannot be determined whether this impingement occurred prior to or after the primary fracture event. Medical records were provided for the initial surgery with no complications noted. Medical records for the revision procedure were not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified right total hip arthroplasty with suggestion of possible fracture of the ceramic liner of the femoral head. Right hip acetabular inclination angle is 45°. Possible fracture of the femoral head ceramic liner. Multiple hyper dense fragments surrounding the joint space which presumably relate to the fractured ceramic liner. Device history records provided by ceramtec were reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately two years post implantation due to pain and dysfunction with suspected ceramic implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.